Event description:
The screw fractured during a craniotomy when the bone flap was being put on the patient.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the root cause cannot be determined. Potential root causes for a screw breakage are: too high amount of torque. Too large of a screw driver (blade and handle). Too dense bone.